Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced due to possible infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced due to possible infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted no anomalies. A review of device memory indicated there were faults related to prolonged exposure to magnets. The faults correspond to the time of the device explant procedure. Device battery diagnostic measurements were found to be normal. A series of automated tests were performed to verify device functionality and sensing. Normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Infection is a known medical risk when the skin barrier is breached.